Event description:
It was reported that balloon deflation issue and removal difficulties occurred. The patient presented with portal hypertension. The target lesion was located in the hepatic portal vein. A 8.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. When dilating the middle part of the covered stent, the mustang balloon failed to deflate even after the pressure was removed. There was no response after multiple attempts, a pump was used to apply more pressure. It was noted that the balloon would continue to inflate with increased pressure but would not deflate during removal. Eventually, a puncture device was used to puncture the balloon and release the pressure. The device was removed and the procedure was completed. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: mustang 8.0 x 60, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon partial circumferential tear was identified located approximately 3mm proximal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. For investigation purposes the investigator dissected the shaft at the strain relief and proximal balloon sleeve. A 0.018" guidewire was inserted through the entire length of the inflation lumen without issue or encountering any obstruction. No issues were found with the shaft of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon deflation issue and removal difficulties occurred. The patient presented with portal hypertension. The target lesion was located in the hepatic portal vein. A 8.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. When dilating the middle part of the covered stent, the mustang balloon failed to deflate even after the pressure was removed. There was no response after multiple attempts, a pump was used to apply more pressure. It was noted that the balloon would continue to inflate with increased pressure but would not deflate during removal. Eventually, a puncture device was used to puncture the balloon and release the pressure. The device was removed and the procedure was completed. No patient complications were reported and the patient status was stable. It was further reported that the inflation device used was an injection syringe and pump and the pressure was held at 6-8 atmospheres. It took 8 to 9 minutes to remove the balloon. The patient did not have any symptoms while the device was inside the body.

Event description:
It was reported that balloon deflation issue and removal difficulties occurred. The patient presented with portal hypertension. The target lesion was located in the hepatic portal vein. A 8.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. When dilating the middle part of the covered stent, the mustang balloon failed to deflate even after the pressure was removed. There was no response after multiple attempts, a pump was used to apply more pressure. It was noted that the balloon would continue to inflate with increased pressure but would not deflate during removal. Eventually, a puncture device was used to puncture the balloon and release the pressure. The device was removed and the procedure was completed. No patient complications were reported and the patient status was stable. It was further reported that the inflation device used was an injection syringe and pump and the pressure was held at 6-8 atmospheres. It took 8 to 9 minutes to remove the balloon. The patient did not have any symptoms while the device was inside the body.